Manufacturer narrative:
Combination product: yes. On (B)(6) 2025 the lead was capped. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that oversensing occurred on atrial and ventricular channels. A revision has been planned. Should additional information be received, this file will be updated.